Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 was not detected on the bus. A field service engineer inspected the unit and refreshed all connections on the controller boards within the module. Since no light emitting diodes were present and the controllers showed no obvious failures but were aged components, the engineer replaced both drawer controllers and the module controller to prevent further issues. After powering up the unit, the engineer configured the drawers and performed general cleaning and inspection, ensuring all cables were free from physical damage and rerouted to avoid interference with casters. The engineer tested the drawers with the pharmacist and confirmed successful operation by accessing various positions multiple times. The unit was observed in use by several nurses without issues. The system functioned as intended after the field service engineer repaired the device.